Event description:
The pt underwent diagnostic catheterizations the day previous to and the day of this report, with a 6fr introducer sheath left in place overnight. Following the second procedure, the cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. Marking and needle deployment were achieved without difficulty, but bleeding continued around the device. The cardiologist reportedly had enlarged the arteriotomy. The device was removed and an 11 fr sheath place. Hemostasis could not be achieved. The pt was taken for surgical repair of the artery. Surgery was successful and the pt did fine. The device was discarded by the hospital staff and was not available for eval. A review of mfg records relevant to this event revealed deviations.